Event description:
The customer reported having a blood glucose value of 500 mg/dl. Over the weekend, and that the values wouldn't go below 297 mg/d., even while fasting. Troubleshooting was declined by the customer. The customer reported that a diabetic educator had advised to change out the entire set including the lot number form where the insulin came from, and that had worked to bring the blood glucose back down. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.